Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead the patient's right ventricle was perforated and a pericardial effusion was noted. An attempt to tap the pericardial effusion was made, however the patient's status deteriorated. The implant procedure was aborted and open heart surgery was then called. Prior to the open heart procedure, the pericardial effusion was successfully tapped. During the open heart surgery, it was noted that the first attempt at tapping the effusion had punctured the right ventricle and it was successfully patched. The initial perforation closed spontaneously.

Manufacturer narrative:
The patient successfully recovered and was discharged from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.